Event description:
This is 1 of 2 reports: event occurred regarding extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock where it was reported that the filter was leaking when infusing chemo. The event occurred on the same patient on (B)(6) 2026 and (B)(6) 2026. There was patient involvement, there was no reported harm and no delay in therapy.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.